Event description:
It was reported that a dissection occurred. A coronary angiogram was performed on a moderately tortuous right coronary artery (rca). A 2.50 x 20 synergy stent was advanced to the lesion and deployed. However, a dissection was noted in the distal part of the rca. The procedure was completed with the same device. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: (B)(6) or older.

Event description:
It was reported that a dissection occurred. A coronary angiogram was performed on a moderately tortuous right coronary artery (rca). A 2.50 x 20 synergy stent was advanced to the lesion and deployed. However, a dissection was noted in the distal part of the rca. The procedure was completed with the same device. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.